Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a high number of ventricular noise reversion episodes but review of the egms revealed no visible noise.